Event description:
On (B)(6) 2011 the home patient(hp) called baxter regarding a check patient line alarm and also reported there was "a lot of air in the patient line". The hp was instructed by the baxter technical service representative (tsr) to end therapy and start over with new supplies. The tsr assisted the hp to end therapy and start over with new supplies. During a follow up call with the hp's caregiver (cg) on (B)(6) 2011 they reported that they had no information regarding the call for the check patient line alarm since the hp made that call. The cg stated the patient was in the hospital being treated for peritonitis. The cg had no further information available. Baxter contacted the peritoneal dialysis (pd) rn on (B)(6) 2011 and she reported the patient is new to the dialysis clinic and she has only seen the patient one time. She reported that the patient moved from out of state and came to her after being discharged from an out of state hospital (on an unknown date. The pd rn reported that she had no information on pd cultures, or cell count. She reported that she could not be sure whether the patient had an exit site infection, but the site looked as if it had been treated. She had no information available about antibiotics the patient was treated with for this peritonitis. She reported that at the time of her visit with the patient they were asymptomatic and the pd effluent was clear. There was no further information available.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore was not available for evaluation.further information will be provided as it becomes available.

Manufacturer narrative:
(B)(4). Lot number h10l10011 was reviewed for this complaint. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The assignable cause of this peritonitis was undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.